Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: reported tried with both having it hooked up to resident g-tube as well as just having it drip into garbage can. When hooked up to resident would show feeding about 10-15ml and then the alarm would start "patient tube blocked". When testing into garbage same thing. At this point tubing was checked, no kinks or obstructions noted in tubing. Tried removing cassette, cleaning and drying sensor region, reloading cassette, turning pump off and on.